Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's hip arthroplasty was revised due to femoral stem fracture, with no patient history of falling or apparent trauma.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: 2013. Reported event was confirmed through review of provided photos. Photos of the explanted stem were received, showing a fractured stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.